Event description:
It was reported that while interrogating the device noise on the atrial and ventricular lead was observed. The patient was swimming during the time of the episode. Atrial lead noise was reproduced during the follow-up. The noise seen on the ventricular channel resulted in an inappropriate hv therapy, and was not reproduced in the clinic. X-ray's and replacing both leads was discussed. The system remains implanted.

Manufacturer narrative:
Na